Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house system and the instrument was driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument passed electrical continuity testing. Engineering found scratches on the main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the main tube. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si nephrectomy procedure the maryland bipolar forceps instrument was noted to have reduced movement. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.